Event description:
Caller (nurse) alleged discrepant results compared with the lab for two out of four pts. Results as follows: pt 3, date (B)(6) 2011, inratio2 2.7, lab 1.8. Pt 4, date (B)(6) 2011, inratio2 2.4, lab 1.9. Nurse did not know therapeutic ranges for pts.

Manufacturer narrative:
Investigation pending.